Manufacturer narrative:
Pump received with blank display and detached end cap address label. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage was noted to the retainer ring. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor and harness assembly vibrator. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case - corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, serial number label missing, corroded battery tube and cracked retainer. Blank display confirmed due to moisture damage on electronic stack. Moisture damage confirmed. Cosmetic damage confirmed at cracked case - corner of belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and was exposed to water. Customer stated that insulin pump was worn while swimming and it had a crack so water went into it. Customer reported the crack was on the side of battery compartment and there was fluid in the battery compartment. Customer stated o-ring was in place and was free of debris. Customer stated battery cap was not damaged. Customer stated the home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.